Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 288, 271, 256, "300's", "120's" and 5 mg/dl. Tests were done within 10 minutes with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.